Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to extract the spleen during laparoscopic splenectomy procedure, the bag tore. It was noted that when the device was pulled back from the trocar, the bottom of the pouch opened, and the spleen ended up on the entrance of the coelio. The surgeon had to put back the trocar and explore inside to check if all the organ and parts of the device had been removed from the patient. The spleen took back manually to complete the case.